Manufacturer narrative:
The closurefast catheter was returned to the manufacturing facility for evaluation. No ancillary devices, cines, images or procedure notes were returned. The catheter was examined: visual inspection of the catheter revealed severe damage to the coil/heating element. Under magnification revealed fep melt. The coil windings were separated. Burn marks were observed on the coil/heating element. In the burnt area of the coil/heating element, the fep is melted with the coagulum. The coil was exposed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the closurefast catheter was returned for evaluation. No ancillary devices, cines, images or procedure notes were returned. Visual inspection of the catheter revealed damages to the coil/heating element. Under magnification the fep layer was observed to have melted. The coil windings were separated <(>&<)> burn marks were observed on the coil/heating element. It could be seen that the coil was exposed. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use the closurefast catheter to treat the anterior accessory vein <(>&<)> the great saphenous vein(gsv) as per IFU. The correct temperature was reached during the procedure and the device was not reprocessed. The great saphenous vein(gsv) was treated without issue. The physician intended to treat the anterior accessory saphenous vein next. It was reported that when attempting to treat the anterior accessory saphenous vein, the fep lining melted exposing the coil, resulting in part of the vein fusing with the closurefast catheter. The device was removed from the patient with no issues reported. Another device was used with the same generator to complete the procedure. The veins were treated successfully. No injury to the patient reported.

Manufacturer narrative:
The anterior accessory vein was treated first, 2 cycles were delivered. It was reported that during this procedure the fep lining melted exposing the coil, resulting in part of the vein fusing with the closurefast catheter. The anterior accessory vein was closed. The second vein treated was the great saphenous vein, another closurefast catheter was used with the same generator to complete the procedure. If information is provided in the future, a supplemental report will be issued.